Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced hyperglycemia on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin pump. No further information available.